Manufacturer narrative:
The failure investigation has been completed and the alleged temperature alarm issue was verified. Additionally the alleged touchscreen issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Additionally, the touch screen was unresponsive. Customer¿s blood glucose level was 255mg/dl. Reportedly the customer had an alternate pump for insulin therapy.